Event description:
It was reported that the patient experienced repeated occlusions with an infusion set during and immediately after a supply change and tubing fill, which only resolved after replacing the entire apparatus; all affected sets came from the same lot and were used at an abdomen site, and the device component implicated was the connector/coupler. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care provided assistance by going over the supply change sequence with the user. Investigation of this case revealed an obstruction of flow associated with a deformation problem localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.